Event description:
It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, the snare would not cut the polyp, so the physician decided to use cautery. As a result, the procedure was canceled, and the patient experienced significant bleeding, necessitating a transfer to the hospital. After close monitoring for any additional bleeding, the patient was discharged without requiring any further intervention.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event loop cutting problem. Imdrf impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf patient code e0506 is being used to capture the reportable event of a patient experiencing significant bleeding.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event loop cutting problem. Imdrf impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf patient code e0506 is being used to capture the reportable event of a patient experiencing significant bleeding. Block h2 (additional information): block b5 has been updated based on the additional information received on july 24, 2025.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, the snare would not cut the polyp, so the physician decided to use cautery. As a result, the procedure was canceled, and the patient experienced significant bleeding, necessitating a transfer to the hospital. After close monitoring for any additional bleeding, the patient was discharged without requiring any further intervention. Additional information received on july 24, 2025: the anatomy location was reported to be the colon. According to the account, it is believed that this was a technique related issue.